Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-01298 and 2134265-2016-01122. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled to visualize the unspecified target lesion. The physician performed automatic pullback several times, however, it was noted that the automatic pullback failed and a motor drive unit (mdu) overload has occurred. The sled and the connection part was checked and the issue has been improved, however, lost mage occurred. The procedure was then completed with another of the same device. No patient complications reported and the patient status is good.